Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 allegedly due to dislocation. It was further reported that the taper adapter allegedly would not disengage from the femoral stem during the revision procedure. The femoral stem allegedly loosened while attempting to disengage the taper adapter. A 75 minute delay occurred and all components were removed and replaced with competitor product. It was further reported that the taper removal tool was not utilized during the procedure.